Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump. Customer's blood glucose was 205 mg/dl. The customer reported the insulin pump was exposed to moisture this past weekend. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.